Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device, and found no battery issues in the diagnostic log, but battery events in information log. The se ran the ventilator on battery to verify its operation. The se performed all applicable tests and oxygen sensor calibration. The unit passed all testing and calibrations, and was operating within the manufacturing specifications. The customer reported malfunction was not verified.

Event description:
It was reported that, the ventilator&#38112;battery became inoperable. It is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.